Event description:
One falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained for one patient sample on an atellica im 1600 analyzer. The initial result was not reported to the physician(s). An alternate sample from the same patient was tested at an alternate site and a lower test result was obtained. The lower test result from the alternate site was reported as the correct test result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from one patient sample on an atellica im 1600 analyzer. Quality control materials were within acceptable limits prior to the sample being testing. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse reviewed the results of the current calibration and quality controls processed on the analyzer. The cse found that the analyzer had a misaligned reagent probe, dirty aspiration probes and a vacuum issue. The customer reportedly follows the operators guide maintenance procedure for aspiration probe cleaning, but the cse found a dark crust on the tip of the probe, potentially blocking the probe. The cause of the falsely elevated total human chorionic gonadotropin (thcg) patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. MDR 2432235-2022-00252 was filed for the same event. MDR 2432235-2022-00253 was filed for the same event. MDR 2432235-2022-00254 was filed for the same event.